Event description:
Dexcom g4 sensor wire broken in my son's body upon insertion of sensor. Sensor failed to start and when we removed it to put in another one, we realized it was stuck in his body. There was no way to remove per the emergency room doctor other than major surgery. There was an xray taken the first night and a surgeon appointment made. Pain increased daily and we did proceed with the surgery to remove it. It had traveled in his body and buried itself in an area that caused a lot of pain. The child will have a couple of weeks of recovery and potential long term issues from this incident.